Event description:
The customer reported to philips healthcare that the battery cannot be charged. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.